Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size and vessel morphology at time of implant are unknown. It was reported that the pt was in for a routine follow-up and the CT demonistrated that the stent graft had migrated resulting in a type I endoleak, due to disease progression with dilation of the artery. The physician elected to treat the pt with an aortic cuff and the endoleak resolved. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
H6: evaluation: inherent risk of procedure (migration, endoleak). Pt's condition affected effectiveness of device (disease progression resulting in the dilation of the artery). Conclusions: device failure/lack of effectiveness related to pt condition (disease progression resulting in the dilation of the artery).